Manufacturer narrative:
Conclusion code has replaced, which was added in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found no significant anomaly. Conclusion code updated. Result code updated. Method code updated. Analysis information: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient went from pc to rc and the battery kept flipping in the pocket. The patient had to visit the doctor to have the battery flipped so they could recharge. The pocket revision was done but the flipping continued. The patient believed there was an issue with the battery and recharging, they advised they were charging for 1-2 hours but the battery wasn't getting above 50%. When the ins was interrogated, the recharge history showed it had only been recharging for nine minutes. However, given that the patient was anxious and convinced the battery was faulty, the hcp decided to replace it. The issue was resolved at the time of the report.